Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored properly snd was first opened 2 weeks ago. Customer performed back to back blood test, 152mg/dl and 278mg/dl fasting. Reviewed meter memory: 1: 278mg/dl (B)(6) 2015 12:33:00 pm fasting: yes; 2: 291mg/dl (B)(6) 2015 10:11:00 pm fasting: yes; 3: 282mg/dl (B)(6) 2015 10:23:00 pm fasting: yes; 4: 86mg/dl (B)(6) 2015 11:14:00 pm fasting: yes; 5: 75mg/dl (B)(6) 2015 07:20:00 am fasting: no. Customer is concerned of a 68mg/dl obtained 2 weeks ago (B)(6) 2015 at 11:00 am and also states she is concerned with result of 86 mg/dl. No adverse event reported.